Event description:
It was reported that a patient developed a fever after treatment with coseal. The device was used during surgery for an unrelated indication. The device was applied to the ovarian suture line by dripping with a 22 cm applicator tip. During a revision procedure, an adhesion was observed between the uterus and an unspecified ovary. Treatment for this event was not reported. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.